Event description:
The clinician reported that the pt was critical prior to case. Purpose of the case was for aortic valve replacement and coronary artery bypass. Pt was reportedly sedated, arterial line placed, and then induced. Bag mode ventilation was attempted. The clinician reportedly noted no chest rise and a leak was heard around the patient's face. Pt was reportedly intubated and mechanical ventilation was started. Etco2 tracing started, plateaued, and then disappeared. The clinician reportedly manipulated the apl valve, but made no difference. Pt's blood pressure reportedly decreased to 50. Pt was reportedly given vasopressor, bringing the pt's blood pressure back up. The clinician reportedly extubated and reintubated the pt. The pt's blood pressure decreased to 40. Chest compressions were reportedly performed. The clinician, again, extubated and reintubated the pt. Ventilation could not be performed. Pt was resuscitated and given epinephrine. The clinician reportedly disconnected the breathing circuit from the endo tube and a rush of gas was noted to come out. Patient was reportedly ventilated via an ambu bag until a replacement machine was obtained. Case was completed with replacement anesthesia machine with no further reported problem.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.